Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / malposition of essure device") and fallopian tube perforation ("perforation / malposition of essure device") in a 30-year-old female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and melanoma in situ. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil into the uterine cavity was 3 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014: urine pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / malposition of essure device") and fallopian tube perforation ("perforation / malposition of essure device") in a 30-year-old female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and melanoma in situ. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil into the uterine cavity was 3 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) (B)(6) 2014 : urine pregnancy test : negative. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Lab data, lot number and events - abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse) and failure to occlude (close) fallopian tube(s) were added. Event perforation nos updated to uterine perforation and fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, depression, anxiety, weight increased and pelvic pain outcome was unknown. The reporter considered anxiety, depression, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.